Manufacturer narrative:
Please note that device reported is an op-tease vena cava filter and for which the catalog and lot numbers are not currently available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the patient underwent placement of an op-tease permanent vena cava filter. The following additional information received per the patient profile indicates that the patient suffers from fear. According to the medical records, the patient has history of morbid obesity and was implanted with the filter prior to bariatric surgery. The patient tolerated the index procedure well. Additional information reported on short form legal brief indicates patient experienced pulmonary embolism (pe) post filter placement.

Manufacturer narrative:
After further review of additional information received the sections have been updated accordingly. As reported, the patient underwent placement of an optease permanent vena cava filter. The following additional information received per the patient profile indicates that the patient suffers from fear. According to the medical records, the patient has history of morbid obesity and was implanted with the filter prior to bariatric surgery. The patient tolerated the index procedure well. Additional information reported on short form legal brief indicates patient experienced pulmonary embolism (pe) post filter placement. The device was not returned for analysis. A device history record (DHR) review could not be conducted as the sterile lot number was not provided. The inferior vena cava (ivc) filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, unease and worry. Recurrent pulmonary embolism is a known potential complication of filter implantation and is listed in the instructions for use (IFU) as such. There are possible patient and pharmacological factors that may have contributed to the reported event. Based on the minimal information provided, it is not possible to draw a clinical conclusion or determine a root cause for the reported events. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.